Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis determined that the allegation against the lead was confirmed based on a failed stylet insertion test.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to wire would not advance through the lead when attempting to reinsert. This lead was never in service. No adverse patient effects were reported.